Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion was set at a rate of 4ml/h however the feedback suggests that the user observed the infusion was delivering at a faster rate than expected. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Visual inspection noted the front and rear case assemblies both exhibited damage, with cracks evident, and the ac power cable retention shroud was broken. The pump was tested in accordance with the technical service manual (tsm) with correct operation, alarm functionality and in-specification results recorded with exception of the following observations. The cam follower gap check failed with a gap of less than 0.16¿ (4.0mm).the rate calibration value stored in access code 20 had been set to 30. The calibration value of this access code should be 25 for the type of cam follower fitted to this pump . Testing confirmed that when loading the infusion set the pumping segment would interfere with the latch which could result in a mis-load of the infusion set when the latch was closed. This type of mis-load can result in either free-flow condition or excessive flow rates above the set rate being experienced if an infusion was started. Short term rate accuracy testing was performed. This returned a mean average error of 1.87% for the 5 minute window of the final hours testing. The pump was also subjected to an infusion at the reported incident rate (4ml/hr). The infusion ran for in excess of 15 hours and upon completion the infused contents were measured, with an error of -0.68% recorded. The pump was uncased and a visual inspection was performed, which identified the following: one of the case mounting pillars on the front case had broken from its anchor point. There was some minor evidence of dried fluid witness marks indicating that the unit may have previously experienced some form of fluid ingress. The probable cause of the customer¿s reported experience is a possible mis-load due to worn cam follower.